Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the tips were hanging from the joint of the permanent cautery hook instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
No adverse event or incident was alleged to have occurred. The instrument was returned and evaluated. Failure analysis investigation found the instruments roll gear was broken, exposing the flush port through the insulation sleeve. The broken damage may have been likely due to mishandling/misuse. No other damage was found.